Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris lvps experienced flow issues. The following information was provided by the initial reporter: lipid tubing not priming past filter. Two lipid tubing used and not working. Third tubing used worked and primed past filter.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the lipid tubing is not priming past filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 bd alaris lvps experienced flow issues. The following information was provided by the initial reporter: lipid tubing not priming past filter. Two lipid tubing used and not working. Third tubing used worked and primed past filter.